Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical / medical investigation concluded that, a definitive root cause cannot be determined regarding the cause of the suspected sepsis, based solely on the undated x-ray images. Additionally, without complete clinical records and/or the analysis of the explanted device, it cannot be concluded that the suspected sepsis was due to a mal-performance of the implant versus complication of the implant procedure. Therefore, the patient impact beyond the revision/poly exchange and post-operative healing and rehab cannot be determined. No further clinical assessment is warranted at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation.

Event description:
It was reported that, after a tka surgery had been performed, the patient suffered from a suspected sepsis. A revision surgery took place to exchange the poly insert. The current state of health of patient is unknown.